Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: the investigation of the complaint was limited because no sample was returned. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff is also tested by the customer prior to use as per the instructions for use. Due to the fact that the cuff leak was observed after placement, it is probable that the reported failure occurred during the tracheostomy procedure due to contact with sharp edges. Unfortunately, without the sample the true root cause of this issue could not be identified. No trend of confirmed complaints in relation with this issue was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during the clinical tracheostomy operation, the air bag leaked. There was patient involvement and no patient harm/adverse event reported.